Manufacturer narrative:
(B)(4). Critical pump error due to corroded electronic assembly. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded electronic assemblies and corroded motor home switch. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.